Event description:
It was reported that difficulty removing the balloon from the stent occurred. The 95% stenosed target lesion was located in the mildly tortuous and mildly calcified unspecified target vessel. A 38 x 2.50 promus premier¿ drug eluting stent was selected for use to treat the lesion. However, after stent deployment, the physician encountered difficulty removing the balloon from the implanted stent. It was noted the balloon did not rewrap well. The physician managed to remove the balloon slowly and intact. The procedure was completed successfully without any patient complications.

Manufacturer narrative:
Device is a combination product. Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).